Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. Per the patient, the pump was delivering ¿bupivacaine and belbuca and another medication she could not recall.¿ the indication for pump use was non-malignant pain. The patient reported that a couple of days ago the pump started alarming. It was a single-toned alarm, but today the pump started doing a dual-toned alarm and when they were trying to give themselves a bolus and they were seeing code 8286 (empty reservoir). The patient stated that they had called their doctor, however, the doctor could not see them until their scheduled appointment on friday, so they were wondering how to have the alarm turned off. The agent reviewed and redirected the patient to their doctor. A healthcare provider called later the same day wanting to double check code 8286 to see if it was possible that the patient¿s reservoir was empty 2 days before the scheduled refill date.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.